Event description:
A flexiva high power single use laser was being used during a procedure. While outside of the patient, the fiber broke in half and the tip of the fiber burned through the physician's scrub gown, resulting in a burn to her left upper extremity. There was no harm to the patient. Manufacturer response for 200 laser fiber, flexiva (per site reporter): they sent us a replacement fiber.